Event description:
Pt was admitted for recess "m.r.," advance "ir" both eyes and acovrevision both eyes, finectomy "so" post both eyes. Sterile mini drapes placed across eyes, forehead, and nose. When the drapes were removed, most of the right eyebrow was removed.